Manufacturer narrative:
A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Customer problem could not be repeated or verified, however; there was a medium alarm displayed cannot start pump, in the device log which it might have been related to customers issue. It was recommend that the air detector be replace for preventive measure. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that there was air in line alarms when the pump was about to start running. No patient injury was reported.